Event description:
It was reported that multiple altitude alarms occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. Additionally, the customer received multiple occlusion alarms. Customer's blood glucose (bg) level was between 54-200mg/dl. Reportedly the customer had an alternate pump for insulin therapy.